Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported they were only able to get two to four coupling boxes, and then they would go away even though they weren't up walking around when charging. It was recommended the recharger belt be worn tight, but the consumer had endometriosis, herniated lumbar discs, and a torn right hip/labrum so they were unable to wear anything tight-fitting as it greatly increased their pain and flares in those areas. The consumer further reported they were a large woman and were having issues charging because the implantable neurostimulator (ins) was tilting in the pocket. It was further mentioned they were having trouble with stimulation because since (B)(6) 2016 they were experiencing a loss of stimulation for up to five minutes regardless of the setting they had it on. At first the consumer thought they may just be getting more used to stimulation, but now it didn't feel like that. Following this the intensity was increased several times and at times they would get a brief buzz but would lose it shortly after and/or get increased jolts when bending forward, walking, or leaning back in their chair. It was noted the consumer had done minimal activity post-operatively as instructed. The consumer met with the manufacturer's representative (rep) on (B)(6) 2016 and since then they continued to have a problem of the charger overheating and shutting off which the rep. Suspected was due to the continued swelling and skin temperature of their low back with all of the inflammation. During the appointment six coupling bars were briefly achieved on bare skin when leaning on a chair, but it immediately shut off when they moved even slightly. According to the consumer the rep. Thought the device may be too deep and may need to be repositioned if this continued by the next appointment on the (B)(6), but according to the healthcare provider (hcp) at this point the recharging issue was thought to be due to surgical site swelling and the consumer's body habitus so it was suggested to ice the area. After the meeting the consumer tried icing their back before charging, but it didn't prove effective. They also tried laying back in their recliner, but that only pressed further on the area causing increased pain. Over the weekend the consumer continued to work at recharging with being able to achieve four coupling bars for about half an hour before it shut down and overheated. At the start of the four week post-operative mark the consumer recharged after icing their back but was only able to achieve between two and six bars, but that was rare, but after a few minutes the recharger shut off again. It was noted the majority of the time the consumer couldn't get any bars and with the constant twisting of their back for that long it caused worsening pain, so they gave up on charging. The consumer was also frustrated that they weren't getting near enough of the stimulation feeling or pain relief on either of their settings; on setting a at 1.80-1.90 they had almost no feeling or relief at all, and only some in their left abs. When setting b was turned up to 1.80-2.00 they felt very minimal stimulation oddly and mostly in there is joint area and little elsewhere with any pain relief even after reprogramming was performed by the rep. During the clinic appointment the rep. Also performed electronic testing and didn't find any issues with the lead or wires, but the consumer still wasn't feeling what they needed, so they thought something has to be off. It was also reported the consumer's hip pain had worsened, in part from the activities from keeping themselves moving, as well as their shoulder/rotator cuff issues from enough of the upper body use I've needed to compensate that, both of which have aggravated my back as well. The consumer's thoracic area had also worsened, even though it was already bad before surgery, but the device wasn't set to help with that as it wouldn't reach that far at t9-10. The consumer was unsure if they should keep their next follow-up appointment on (B)(6) as they were not seeing the performance they expected.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep was able to reprogram the device with great coverage as a result and the lead was in great position in relation to the patient¿s trail. An ipg pocket revision was scheduled for a date in (B)(6) 2016 to move the device to an area that is comfortable for the patient and for better coupling.

Event description:
Additional information was received from a consumer. The patient stated that their recharging difficulty hadn't been resolved. The patient stated that they are returning to surgery on (B)(6) to possibly switch to a primary cell. The only troubleshooting done was to ice the area before attempting to recharge. The patient stated that they still never got more than 6 bars, and even that was brief before quickly dropping to 4 then 2 then nothing. The circumstances were that the device was placed too deep, and was at an angle. The belt was around the patient's hips with dysplasia, labral tear and bone spurs; and having endometriosis and herniated lumbar discs causes almost immediate flares of their abs, back , and hips. The patient stated that they would have liked to know how recharging had worked prior to surgery to know which device if at all, would be the best. Without the ability to charge the device won't work.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.